Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided. This event is related to MDR # 1810909-2024-00131.

Event description:
The customer from belgium reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6), and no manufacturing anomalies were found.